Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive event with an infusion set which fell off during use after being used for 30 minutes. Patient's blood glucose level at the time of event was reported to be 301 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.